Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects number 1 states, "material sensitivity reactions." Number 2 states, "early or late postoperative infection and allergic reaction." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2016-03028 / 1825034-2016-04917/04920).

Event description:
Legal counsel for patient reported that patient underwent a left total hip revision procedure approximately six years post-implantation due to patient allegations of pain, and lack of mobility. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. It was reported in operative report received that patient underwent a left hip revision procedure approximately six years post-implantation due to pain and irritation to iliopsoas tendon. During the procedure, metal staining and grey tissue were noted. The femoral head and acetabular cup were removed and replaced. A competitor cup and liner were used to complete the procedure.